Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
Customer's mother reported via phone call that customer had a bent cannula on their insulin pump. Customer's blood glucose level was over 500mg/dl. It is currently 143 mg/dl. Troubleshooting for the bent cannula was performed. Customer's mother refused to troubleshoot for high blood glucose. Customer's mother than disconnected the call before the replacement product could be discussed.